Manufacturer narrative:
Additional information: x-ray analysis: post op films from probable l3-l5 ¿mid-lif¿ procedure are provided. There is a fracture at one of the l5 screws. Date from surgery is unknown. Interbody grafts at l3-4, l4-5 are present. There is a paucity of bone formation on the x-rays at this point. Possible contributing factors include failure of fusion. Root cause is indeterminate.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, postop, the product broke. Patient complications were reported as unknown.